Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the physician pulled the impella 5.5 across the valve in attempt to optimize positioning but was not able to recross the atrioventricular (av). A decision was made to remove the impella and place a new one.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was most likely use related since the physician pulled the pump across the valve.